Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported in the document received on 2018-apr-10. On 2018-apr-19, patient weight was updated. No further com plication was reported.

Manufacturer narrative:
The main component of the system and other applicable components included: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump for the treatment of spinal pain. It was reported that the catheter backed out of intrathecal space. There was no environmental/external/patient factors that might have led or contributed to the issue. A catheter revision/replacement was scheduled on (B)(6) 2018. The issue was not resolved and patient status was unknown at the time of the report. No further complication was reported.

Manufacturer narrative:
Patient code (B)(6) no longer applied. If information is provided in the future, a supplemental report will be issued.

Event description:
New document received from the representative on (B)(4) 2018 contained no new information. Additional information was received from the healthcare provider (hcp) via a device manufacturer representative on (B)(4) 2018. It was reported that the patient had pump portion of catheter replaced on (B)(4) 2018.  Patient was seen again in clinic on (B)(4) 2018 for overdose symptoms.  Patient reduced the rate of delivery and patient would follow up with clinic on (B)(4) 2018.  No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from hcp via a device manufacturer representative. The patient was alive with no injury and the issues with the pump have been resolved. No further complication was reported.